Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump snooze feature had been set at 90 minutes and that the pump was alarming every 15 minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: a review of the pump¿s black box history showed that cgm bg user low and high warnings were recorded. During testing, the pump was able to be paired with a test transmitter and was exercised with no errors, alarms, or warnings occurring. The cgm warning snooze time was set to 90 minutes and a cgm bg user low was simulated. The pump emitted the appropriate warning and emitted another warning after 90 minutes as programmed. The complaint that the pump was emitting bg user low alarms every 15 minutes despite setting the snooze time to 90 minutes was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.